Manufacturer narrative:
Section f completed by the manufacturer. Placeholder.

Event description:
It was reported that a patient is experiencing a ''hazy glow line'' that affects his every day life after having an intraocular lens implanted in his right eye. He was treated with a yag procedure in (B)(6) 2013. To date, the lens remains implanted.

Manufacturer narrative:
Corrected data: date of event: the exact date of the patient symptoms of the ''hazy glow'' is unknown. It was reported that a patient is experiencing a ''hazy glow line'' that affects his everyday life after having an intraocular lens implant in his right, and a yag procedure post implant, performed (B)(6) 2013. If explanted, give date: the lens to date remains implanted. Reason for non evaluation: to date, the intraocular lens remains implanted. Device evaluation: a review of the manufacturing records was performed. The device manufacturing records showed no deviations. Diopter measurement records were verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 22.0 diopter for this serial number. Review of the historical complaint data base revealed that no complaints from this lot number were received. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted.